Event description:
It was reported the patient had withdrawal-type symptoms starting a week ago tuesday. The symptoms included increase in pain, hot and cold sensations, sweating and diarrhea. The pump was used to deliver fentanyl, clonidine, and bupivacaine. It was further reported the patient had a change in therapy effect. The patient had increased pain and weakness in their left leg. The healthcare professional (hcp) was emptying the ump and filling it with saline. It was stated the event was not a pump malfunction. The patient was admitted to the hospital on monday (3 weeks after initial report) and the symptoms had started over the prior weekend.

Event description:
It was later reported that the patient¿s drug was changed, however, it was unknown to the reporter what the drug was changed to. At the time of this report, the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# unknown, product type: programmer, patient. Product ID: 8711, lot# n164716005, implanted: (B)(6) 2008, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).